Event description:
Customer reported unexpected negative reactions during testing on galileo using capture-r ready-screen, lot w133. Known antibodies, including anti-d, are not being detected, or very weak reactions are observed.

Manufacturer narrative:
The reactivity of the s, d, e and c antigens were confirmed on retention capture-r ready-screen (crrs), lot w133.